Event description:
It was reported that during an unk procedure, the staplers did not work. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b: batch # e5px61, exp date: 07/26/2013; MFR date: 08/26/2008. Evaluation summary. The analysis results found that the 6tb45 device a was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis showed that the 6tb45 device b was received with the articulation mechanism and closing mechanism damaged, and with no reload loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged resulting in the device not closing or articulating. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. A batch record review was performed and no anomalies were found during the manufacturing process.